Manufacturer narrative:
Use error caused the issue as the customer exchanged different type boards into incorrect card cage slots, which resulted in a short to the parts. The on-site service investigation determined that the customer exchanged an indexer board from card cage slot 9 with an lls board in slot 4 while troubleshooting error code 3508. The board exchange resulted in a short which damaged both the indexer board near its connector and a capacitor on the card cage backplane at slot 4 where the indexer board was inserted. The burnt indexer board and card cage were investigated as the probable likely causes for this event. Additional parts were replaced for the troubleshooting and resolution of error 3508, the analyzer was returned to normal function after the part replacements (bd, indexer part number (B)(4)and the card cage, i2000sr rohs part number (B)(4)). The charring was limited to a capacitor at slot 4 of the card cage and a small area around the indexer board connector and did not spread to other areas of the instrument. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed error code (B)(4) communication failure on liquid level sense board for r1 pipettor generated on architect i2000sr analyzer sn (B)(4). The field service engineer was dispatched to inspect the analyzer and discovered charring on an indexer board, as well as a burnt capacitor on the card cage backplane. No fire were observed and no injury occurred.